Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that device has touchscreen issues. It was reported there was no patient involvement at the time the issue was discovered. The manufacturers product support engineer (pse) evaluated the device and confirmed the misalignment in the touch position. The touchscreen was calibrated but did not resolve the problem. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pi). The failure investigation (fi) technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touchscreen was tested, the failure was confirmed. The pil found that this touch screen fails all diagnostics testing and resistance measurements which are out of spec.